Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was 21.7 mmol/l. The customer received low battery alert yesterday and did not change the battery. The customer woke up with blank display in the morning. The customer inserted new battery and the display returned. However, customer received power loss alarm. The insulin pump will not be returned for analysis.